Manufacturer narrative:
The impella device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 52 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors, inotropes, and extracorporeal membrane oxygenation for hemodynamic support. Extracorporeal membrane oxygenation was the primary hemodynamic support device, with the impella utilized for left ventricular venting. During support, significant bleeding was reported from the right groin impella insertion site. The blue suture hub was noted to be beyond the level of the skin. It was unknown whether the repositioning sheath was properly placed with angle matching. The cardiologist placed an additional suture around the insertion site, and a femostop was positioned without balloon inflation. The patient required transfusion of 1 unit of packed red blood cells. Despite the interventions performed, hemostasis was not achieved. While on support, the impella cp device was operating at performance level 3 with expected flows of 1.5 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully weaned and explanted. The patient survived to explant with no additional adverse events reported. Bleeding is a known risk associated with impella support due to the requirement for anticoagulation and the presence of large-bore arterial access. It was reported by the field representative that 850 units/milliliter/hour of heparin was being given to the patient at the time of the event. I was also reposted that it was unknown if hemostasis was achieved as a femostop remained in place at the time of the impella explant.